Event description:
A male patient in his (B)(6) was undergoing a posterior craniotomy. The patient's head was pinned and an attempt to position the clamp was made. After the head was pinned and the unit was locked into place, the unit would not hold the pressure and it began to slip. The patient did not incur an injury as a result of this incident. The patient's head was re-pinned and the procedure continued without delay. No stereotaxy device was being used during the procedure. Integra adult disposable pins were being used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.